Event description:
During the procedure as the physician attempted to pull back through the sidearm of the sheath, reportedly, large blood clots were noted to be aspirating back into the syringe. The device was removed and replaced. The device is been returned for co's analysis.